Manufacturer narrative:
Fractured insertion post. Implant had to be removed. No other implant was placed in the same surgery. No product problem detected. Fracture was caused by mechanical overload caused by user. If excessive torques occur when screwing in the implant, the insertion post breaks at the predetermined breaking point. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured insertion post. The implant had to be removed.